Event description:
Pt said that her ms3 pump keeps beeping while she is infusing. She is using her back up pump and has not missed any remodulin. No harm to the pt. Sending new pump to arrive on (B)(6) 2017 am. (B)(4). Dose or amount: 50.3ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2014 to present. Diagnosis or reason for use: pah.